Event description:
The customer alleges the lancet protrudes beyond the lancet device and that she accidentally stuck herself with the exposed lancet. No report of an adverse event. Controls were not run. Return requested and replacement was sent.